Event description:
This x-ray system stopped during fluoro. The system needed to be restarted again to correct the problem.

Manufacturer narrative:
Method, results, and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up will be sent to the FDA.